Event description:
User experienced leak inside the analyzer and onto the floor. User stated no one has been injured and no patient samples were affected. The field service representative determined the leak was due to bad flair on tubing to syringe 1b. He replaced the tubing. Performance tests were performed.